Manufacturer narrative:
(B)(4). The customer did not provide the day, time, or parameters of the reported event. The pump was tested by sigma using the suspected event parameters on (B)(6)-2011 (i.e. Dep mode delivery parameters as found in history log 12.5ml/hr for 50 ml) with the device passing having delivered 49.47 ml. An additional flow rate test was performed per the spectrum service manual (200ml for 50 ml) with the device passing having delivered 48.40 ml. The reported event could not be reproduced.

Event description:
It was reported that a 4 hour dose was delivered in 2 hours. There was no report of any patient injury.